Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be inoperable. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 2/13/2012 with the following findings: the bolus button was found to be inoperable. The bolus button cover was removed and no evidence of contamination was observed. Unrelated to the event the battery compartment was found to be cracked. (B)(6).